Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via contralateral femoral access, the stent was allegedly broken at shaft while pulling back inside the sheath and through hemostatic valve. The procedure completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned catheter sample was found in used condition with loaded stent, and with locked safety slider for evaluation. The inner catheter cardan tube was found broken at the distal end, and the broken-off segment including tip was part of the sample return. During evaluation testing, the stent could be easily and successfully deployed at regular/low force level after unlocking the safety slider. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube. A deployment failure is not confirmed. Based on the information available, the investigation is closed with confirmed result for inner catheter cardan tube break, and detachment. A deployment failure is not confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre-dilatation, the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Regarding safety lock slider activation, the instructions for use state: 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back'. H10: d4 (expiration date: 09/2026), h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the distal superficial femoral artery and popliteal artery lesion via the contralateral femoral artery access, the stent allegedly failed to deploy and the stent was allegedly broken at shaft while pulling it back inside the introducer sheath through the hemostatic valve. The procedure was completed using another device. There was no reported patient injury.